Event description:
It was reported to target by a member of the hospital that during a aneurysm embolization a gdc broke during the procedure in the mca. Intervention was required but was unsuccessful. The patient was in unstable condition before the procedure. There was no change in the patient condition from pre-procedure to post-procedrue and the patient was not affected by the product malfunction.

Manufacturer narrative:
The device was disgarded after the procedure and is unavailable for evaluation.